Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the bonding area of the illumination lens of the duodenovideoscope was peeled off. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bonding area of the illumination lens of the duodenovideoscope was peeled off. There was no patient involvement.